Manufacturer narrative:
During the quality investigation, the customer's complaint was duplicated; the device exceeded the maximum allowed temperature rise. Further investigation revealed a damaged motor, rotor, bearings, driveshaft and other component parts. A damaged rotor bearing was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a wisdom tooth extraction procedure. No adverse consequence was reported; the procedure was completed successfully with another device without any procedure delay.